Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer reference number: 1627487-2022-05023. It was reported the patient did not recharge the ipg as recommended and the patient was experiencing ineffective stimulation. As such, the ipg became inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was established.